Event description:
Eight to ten days after receiving cosmoplast injections in the vermilion borders the pt woke up with profound swelling and tenderness in their lips. The pt reported that the swelling subsides somewhat as the day progresses. The physician diagnosed allergic reaction. The pt was given a presciption for a medrol dosepak. Effectiveness of the medrol was reported as moderate. The physician is not convinced that cosmoplast is the cause of the event. Customer reports that the symptoms are more like a food allergy than anything customer has seen with dermal fillers.